Event description:
It was reported that the device was used during an unknown procedure. It was noted that a ligaclip malfunctioned, and did not work. No other information is available. Another device was used to complete the case. There was no adverse consequence to the patient. Device is being held by risk management.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.